Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4). And an evaluation was performed. The evaluation determined that the device faults were single occurrences and could not be reproduced during in-house testing. There was no fault found with the returned device. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault (sf 180) indicating a battery charger fault. During the service center evaluation of the device logs, a battery inoperable error message was also observed. There was no patient injury reported as a result of this incident.